Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous result for 1 patient sample tested for albt2 tina-quant albumin gen.2 (albt2) on a cobas 8000 c 502 module. The erroneous result was not reported outside of the laboratory. The initial albt2 result was 0.083 g/l. The repeat result was 35 g/l. There was no allegation that an adverse event occurred. The albt2 reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and performed various maintenance actions. The gear pump head was replaced; all wash functions, pipetting functions and tubes were checked. Since the service visit, the customer has had no further issues.